Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) present on all conductors and there was a breached cut and cosmetic depression on the outer insulation. The helix was distorted/bent and there was blood in/on the helix mechanism. Visual analysis revealed a white substance on the lead.

Event description:
It was reported that the patient has complete heart block and the right ventricular lead was fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.